Event description:
The customer reported that at the time of home care training for the patient with a gastrostomy tube (practical part), a demonstration was made of how the device is washed and water leakage was observed in the middle part of the feeding and medication lines. When trying to disconnect the nutrition equipment, it was not possible and the line was completely broken. The device was replaced with another device with the same characteristics. There was no medical intervention required and no injury to the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. A device was not received for evaluation therefore the reported condition could not be confirmed and no root cause could be determined. Based on the available information a corrective and preventive action is not required at this time. If a sample or additional information is received at a later date, the investigation will be reopened and updated accordingly.